Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿pain¿, ¿intracapsular rupture¿, ¿linguini sign¿, "seroma", ¿slight medial protrusion of the implant.¿

Event description:
Patient reported left side pain, rupture, seroma, and "at the level of the protrusion, there is a slight medial protrusion of the implant and flap - linguini sign. No evidence of silicone leakage" . Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Pain: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Bulge: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Patient reported left side pain, rupture, seroma, and "at the level of the protrusion, there is a slight medial protrusion of the implant and flap - linguini sign. No evidence of silicone leakage". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Healthcare professional reported capsular contracture baker grade ii. The device has been explanted and replaced. Left side.